Manufacturer narrative:
The failure investigation has been completed. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation. The information will be used for tracking and trending purposes.

Event description:
It was reported that the tandem-provided charging supplies and the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.